Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A right ventricular (rv) lead revision was performed following lead noise seen in episodes of non-sustained right ventricular oversensing.. The rv lead was capped and replaced and the ICD remains implanted. There were no adverse events reported for the patient.